Event description:
Patient underwent a hip surgery on (B)(6) 2012, then presented at 12 months post surgery complaining of pain. Non conclusive results for infection according to surgeon. During revision conducted on (B)(6) 2013 stem observed to be loose. Please refer MFR report # 3005180920-2013-00127.